Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during initial drain. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The patient was connected at the time of the alarm and had not disconnect prior. The patient line had not been properly primed. Patient extensions were in use, and had not been connected prior to prime. The technical service representative (tsr) explained the alarm and advised the home patient (hp) to contact her registered nurse. The tsr had the hp cycle the power twice to get back to "press go to start." The hp would use new supplies. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). On a homechoice hardware device an alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the system error 2240 alarm was incomplete prime. Per baxter labeling, the user is instructed connect any patient line extensions prior prime. The cassette was not returned and the lot number is unknown, therefore a device analysis cannot be completed. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.